Event description:
The test strips were peeling. Pt stores the test strips properly and has been getting symptoms of high and low blood glucose. Pt was unable to get a blood glucose reading on the lfs meter due to peeling test strips. Pt contacted md for medical advice and treatment was documented as "other". Pt was tested on another meter, but does not know what that reading was. Customer service is sending pt a new vial of test strips.